Event description:
It was reported that during a open liver resection, the device tissue pad melted and remained on clamp arm. The surgeon asked for second device upon noticing. The case was completed without incident. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The tissue pad was examined, normal wear was visually seen and 100% present.